Event description:
It was reported that on insertion of an intraocular lens (iol) into the left eye there was a fracture of iol optic. The lens was cut and the incision was enlarged to remove the lens. Another lens of the same model and diopter was successfully implanted. There was no patient detriment.

Manufacturer narrative:
The device was returned, and will be undergoing evaluation. A review of device history record did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Additional info: g3, g6, h2, h3, h6, h10/11 correction h10 (return of device) the injector was not returned for evaluation; however the returned lens was evaluated, and the reported event was confirmed. Based on the available information, device design may have contributed to the event. Corrective measures have been implemented to mitigate future similar occurrences. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.